Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User guide states: "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ h3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose (bg) level was 43 mg/dl. Reportedly, the customer received assistance from spouse in consuming carbohydrates to address the bg. The customer continued to use the pump for insulin therapy.